Event description:
It was reported by the by vad coordinator that on saturday, this patient called and stated that the patient had 1 electrical fault that resolved followed by several on sunday, log files were evaluated so patient was transferred to ICU for cleaning of the driveline and changing of the controller by clinical engineer on (B)(6) 2015. There have been 15 electrical faults (e-faults) were logged since (B)(6) 2015. All e-faults show the description "rear-phase-b-open". Two cleaning cycles were completed with approximately 45 seconds pump off for each cycle. Upon initial visual inspection, multiple pins appeared darkened. Residue on the base of the pins was also noted on the controller. The patient tolerated the cleaning procedure well. The controller was exchanged. This is report 1 of 2

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-01432 and 3007042319-2015-01433) submitted for devices related to the same event. The device has not been received.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01432 and 3007042319-2015-01433) submitted for devices related to the same event.